Event description:
Baxter received a report that envella bed had bed exit alarm not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the envella bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue, the reported issue was caused due to the staff activated the bed exit alarm prior to the patient getting into the bed which caused the alarm to not function properly. However, if the reported event of bed exit alarm not working, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in sep 03, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The account will replace the bed no further action needed